Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen. Upon sensor pod removal from the abdomen, the sensor wire remained in the skin and over time the area on the left abdomen became painful. The patient returned from a work trip and consulted his endocrinologist on 04/01/2022. An x-ray revealed two detached sensor wires were visible on the left abdomen. A surgeon removed the sensor wire using local anesthetic and placed two sutures. The patient was in stable condition and returned home after the procedure. No product was provided for evaluation. The allegation was confirmed based on the removal of the sensor wire through surgical intervention. A probable cause could not be determined. No additional patient or event information is available.